Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 31 - motor vent stall) occurred during the load process. Blood glucose was 190 mg/dl. A new cartridge was loaded to address the event. The customer continued using the pump for insulin therapy.